Event description:
The pt was revised because of subsidence of the tibial component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported tibial subsidence; however, bone density, poor bone integrity, and implant positioning are known contributing factors to tibial subsidence. It was noted the product was implanted for approximately fourteen years prior to revision. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.